Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that hair was found in sterile sealing of the internal package of 1896-5035s locking screw fully threaded with lot number: koa121b.